Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. After reopening a bag, one side was broken, and the other side could be used, but it broke after a few stitches. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Date sent to the FDA: 06/03/2020. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.